Event description:
Pump reported to be involved in two separate underinfusion events. The pump reportedly delivered the solution in 3 hours instead of 2 hours. No details were available on the other event. No additional clinical information was able to be obtained. No patient injury was reported.